Manufacturer narrative:
Investigation conclusion: the customer reported the set has a leak in the connection with the diet bag. No patient injury was reported. The report refers to product code 775659, epump cross spike pump set, with lot number 192660153, was manufactured on 9/30/2001. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Three (3) used samples were returned for evaluation. Visual inspection and functional testing performed confirmed one (1) product was detached at the cross-spike and tubing connection, one (1) product leaked and one (1) operated within specification with no fault found. An investigation has been initiated to determine the root cause of the two (2) confirmed product failures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the set has a leak in the connection with the diet bag.